Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.2, lab: 2.8. Date: (B)(6) 2010, inratio: 2.9, lab: 2.5. Date: (B)(6) 2010, inratio: 2.0, lab: 2.0. Date: (B)(6) 2010, inratio: 6.8(7am), lab: 4.1(am). Inratio: 5.9 (6:15pm), lab: ng. Date: (B)(6) 2010, inratio: 3.5, lab: 3.1. Date: (B)(6) 2010, inratio: 3.1, lab: 2.7. Date: (B)(6) 2010, inratio: 4.9, lab: 3.7 (old meter used). Inratio: 5.5, lab: 3.7 (new meter used). Date: (B)(6) 2010, inratio: 3.8, lab: 2.9 (new meter and new strips). Inratio: 4.1, lab: 2.9 (old meter and new strips). Date: (B)(6) 2010, inratio: 5.5 (9:45am), lab: 3.7 (10:10am). Inratio: 4.9 (9:46am), lab: 3.7. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, 1st inr: 6.8, 2nd inr: 5.9. Date: (B)(6) 2010, 1st inr: 4.8, 2nd inr: 4.3. Date: (B)(6) 2010, 1st inr: 4.9, 2nd inr: 5.5. Date: (B)(6) 2010, 1st inr: 3.8, 2nd inr: 4.1. Date: (B)(6) 2010, 1st inr: 5.5, 2nd inr: 4.9.